Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.